Event description:
While performing preventative maintenance, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated, that there were no physical complaints reported. The asp field service engineer repaired the unit.

Manufacturer narrative:
The fse replaced the entire exhaust system housing with the filter, which was returned for evaluation.